Manufacturer narrative:
Correction to event date = (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the three month post op exam with central islands in each eye following laser scrape prk (photorefractive keratectomy) procedures. A prk enhancement procedure is scheduled for later in the month. The clinic reported that there was no loss of vision.

Manufacturer narrative:
(B)(4). The amo field service engineer evaluated the system at the customer location and no issues were found that related to the reported issue. Field service performed routine calibrations to optimize settings and alignments. All pertinent information available to amo has been submitted.